Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It is unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the light guide lens of the gastrointestinal videoscope had foreign objects. There was no patient involvement.